Event description:
It was reported that the patients spinal cord stimulation (scs) lead was fractured and had high impedances. The patient underwent lead replacement procedure and was doing well postoperatively. The explanted lead will not be returned per hospital policy.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2317500, model: sc-2317-50, serial: (B)(6), batch: (B)(6).